Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated he uses an adhesive remover and prep, stomahesive powder, and shaves his peristomal skin using a safety razor and powder. The end user was re-educated on appliance changes which included crusting with the stomahesive powder and shaving. An alternate product was sent to the end user. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of the event is unknown, so the date used was the date convatec became aware.

Event description:
An end user called in and stated he noted a red rash under the entire tape collar that has been present for the past two wafer changes, which he performs every 5-7 days.